Event description:
During use, burn duration would not last beyond 4 seconds and wattage would not rise above 30 watts. It was noticed that the insulation material between the electrodes had come unsecured. Another catheter was used to complete case.